Event description:
It was reported that the patient presented in clinic for follow up. On (B)(6) 2022, x-ray and fluoroscopy showed cardiac perforation causing phrenic stimulation, noise oversensing and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were loss of capture, low pacing impedance, cardiac perforation causing phrenic stimulation, noise oversensing and high capture thresholds. As received, a complete lead was returned in one piece. The device was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.